Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: media review: the media provided by the site shows a collar weld plate separation. Device analysis findings: inspection revealed that there was a collar weld plate separation. Additionally, the shaft was flattened from 22,2cm to 25cm from collar and was kinked at 38,2cm and 39cm from collar. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure following a review of the returned device, reported event details, available information, and product record review. The reported event likely occurred as a result of factors encountered during the procedure of which can include handling of the device. Also, since the DHR review confirmed that the device met all manufacturing specifications, it is probably that the forces resulting to the collar weld separation, the shaft flattened and shaft kinks likely occurred during the procedure.

Event description:
It was reported that a catheter fracture occurred. A 6f long guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that a catheter fracture occurred. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a catheter fracture occurred. A 6f long guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that the catheter fracture. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was stable.